Event description:
Customer reported via phone call that the insulin pump is not working. The blood glucose reading is 365 mg/dl and at the time of call it was 47 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.